Manufacturer narrative:
B5: the reporter indicated tha a 12.6mm, vticm12.6, -5.5/6.0/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2012. Low vault was observed, patient is fine and the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients left eye (os) in 2012. Zero vaulting and refractive change overtime was reported. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.